Event description:
On (B)(6) 2012 the patient reported the pump would not power on after he replaced the battery. The patient tried another battery to no avail. There was no damage or corrosion seen to the pump's battery compartment. The issue was not resolved. The patient suffered no injury and denied seeking medical attention due to the pump issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2012 with the following findings: a review of the black box history revealed that there were no power issues noted. There was no damage or corrosion found to the battery compartment and no visible yellow o-ring noted. The pump's screen was found to be cracked and not functional. A new screen was inserted and the display screen was found to be working appropriately. The rewind, load and prime steps were performed on the pump with no power loss issues noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. The battery cap was able to secure tightly to the pump and turned once with no power loss noted. The pump case was removed and no issues were found with the power circuit. There were no power issues found with the pump. Unrelated to the complaint, the keypad was torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The ok keypad button was found to be hypersensitive and there was damage to the ok key contact.